Event description:
The device was used during a laparoscopic fundoplication procedure. Reportedly, the jaws kinked and locked on the vessel and the device could not be removed. The surgeon cut a piece of vessel to release the instrument and applied another device. The patient's status is satisfactory.

Manufacturer narrative:
11/11/1998- supplement #1 sent to FDA. Corrected data entered in d9. Device evaluation indicated and codes entered in h3 and h6. Device not available for evaluation.